Manufacturer narrative:
Correction: in initial MDR should have included 1782tc/52; (B)(4).

Event description:
New information noted that there was loss of capture due to dislodgement exhibited on the atrial lead, patient was not symptomatic due to the issue.

Event description:
It was reported that patient presented in operating room for right atrial lead revision surgery due to dislodgement. The pulse generator was exposed to cardioversion and electro-surgery during lead implant procedure. Upon post-surgical device check, pulse generator exhibited failure to interrogate. The clinician decided to explant and replace generator. The newly implanted lead and device were tested and normal. The patient was reported to remain stable throughout and after procedure.